Event description:
Per the clinic, the patient experienced pain, extrusion of receiver/stimulator, discharge of debris and infection at the implant site (specific date not reported). Subsequently, the patient was treated with topical antibiotics and antimicrobial agent (specific date and duration not reported), which resolved the symptoms. The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report.

Manufacturer narrative:
Per the clinic, the patient underwent a skin flap revision surgery under general anesthesia and the device was explanted on (B)(6) 2025.